Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with cooladvantage plus curve to the lower abdomen and cooladvantage core to the mid-abdomen on (B)(6) 2018. On (B)(6) 2018 the patient as treated with the cooladvantage plus curve to the left side lower abdomen and cooladvantage core to the mid-abdomen. On (B)(6) 2018 at a follow-up visit, the patient presented as well demarcated in the lower abdomen that was raised and easily seen with visible enlargement. Patient was diagnosed by the provider on (B)(6) 2018 and upon medical safety review, both treated areas were confirmed with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a female patient treated with cooladvantage plus curve to the lower abdomen and cooladvantage core to the mid-abdomen on (B)(6)-2018. On(B)(6)2018 the patient as treated with the cooladvantage plus curve to the left side lower abdomen and cooladvantage core to the mid-abdomen. On (B)(6)2018 at a follow-up visit, the patient presented as well demarcated in the lower abdomen that was raised and easily seen with visible enlargement. Patient was diagnosed by the provider on (B)(6)2018 and upon medical safety review, both treated areas were confirmed with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name